Manufacturer narrative:
(B)(4). Correction to evaluation summary: the investigation determined the reported difficulty appears to be related to operational context.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual, functional and dimensional inspections were performed on the returned device. The reported deflation issue was not confirmed. The investigation was unable to determine the reported difficulty appears to be related to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mid right coronary artery that was mildly calcified and non-tortuous. A stent was deployed and the nc trek rx 3.5 x 15 mm balloon dilatation catheter was being used for post dilatation. The balloon was inflated once at 12 atmospheres. Negative pressure was held for 10-15 seconds but the balloon completely failed to deflate. A syringe was then used to pull negative and the balloon then completely deflated. It was reported that the device was prepped outside the anatomy prior to use and a 50/50 contrast mix was used. When the balloon was removed from the anatomy it was attached to the indeflator and operated as expected. No additional information was provided.

Manufacturer narrative:
(B)(4). On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.